Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a pulse generator system implant procedure. After leaving the procedure room, the atrial lead exhibited low pacing impedance and failure to sense. The physician suspected that he may have sewn through the lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance and failure to sense were not confirmed. The outer coil was bent, and the outer insulation was damage at 18.1 cm from the connector pin. The damage found was sustained during the surgical procedure. The lead was otherwise normal.